Manufacturer narrative:
(B)(4). It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with burning, redness, inflammation, and pimples, covering an unknown part of the skin. The reaction was treated with an oral antibiotic. The parent did not remember the name but stated that the patient took 4 tablets a day for 7 days. At the time of the report the parent stated that there was still a little lump, but that the patient was otherwise stable. No additional patient or event information is available.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with burning, redness, inflammation, and pimples, covering an unknown part of the skin. The reaction was treated with an oral antibiotic. The parent did not remember the name but stated that the patient took 4 tablets a day for 7 days. At the time of the report the parent stated that there was still a little lump, but that the patient was otherwise stable. No additional patient or event information is available.